Event description:
My 10yo daughter has type 1 diabetes. In early (B)(6) 2024 we started noticing that her dexcom g7 blood glucose sensors had become very inaccurate; often reading glucose values that were up to 40-60 mg/dl higher than bg meter results (comparison makes appropriate consideration of time delay effect of sensor readings, etc.). This level of inaccuracy in a sensor is dangerous; particularly given that dexcom advertise that "you can make treatment decisions without using your bg meter (fingersticks required for diabetes treatment decisions if symptoms or expectations do not match readings)". We had not experienced this inaccuracy with the g7 previously. Further investigation revealed that the timing of the decrease in sensor accuracy coincided with a change of sensor supply: previous sensors with acceptable accuracy were manufactured at a dexcom facility in the USA, while the newer and inaccurate sensors were manufactured at a dexcom facility in malaysia. We continue to suffer accuracy issues with these malaysian manufactured sensors. I request that the FDA investigate this issue to see if there is a broader community pattern of inaccuracy with the malaysian manufactured sensors. This should be conducted before someone suffers permanent harm.